Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
A paramedic reported to baxter (B)(4) pharmacovigilance regarding a clearlink system continu-flo sets in which the the tubing itself broke very easily. No other products stored in the same area of the ambulance appear to be damaged. The paramedic did not use any of the tubing. The process step is prior to use on patient. No additional information is available.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual conditions. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality using the returned washer. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached to the device without difficulties and did not detach during the functional test. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, it was impossible to remove the detachable head. Another like device was used to complete the procedure. There were no adverse consequences for the patient.